Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the biomedical engineer that when the epg (external pulse generator) was powered on, it displayed a self-test error message. Removing the battery cleared the error, and the epg functioned properly. There was no patient involvement.